Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer blood glucose (bg) level was ¿high¿; although specific value was not provided. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.